Event description:
It was reported that a pump declared an altitude alarm multiple times. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer replaced the cartridge, and technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged. Subsequently, the pump resumed normal operation.